Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the infusion set detached from the patient's skin and fell away from their body. The patient reported that they noticed the set detachment approximately two hours after the detachment occurred. According to the patient, their blood glucose levels rose to 590 mg/dl and they tested positive for ketones due to the interruption in insulin therapy. The patient reported that they replaced the infusion site, administered insulin injections, and consumed water to correct their blood glucose and ketone levels. No permanent injury to patient was reported.